Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to pain.

Event description:
It was reported that a patient who was originally implanted for a knee on (B)(6) 2017 complained of knee pain. An x-ray showed the anterior flange was not flush with the bone. During the removal of the current implants, the femoral component came off clean without any cement attached. The patient underwent a revision on (B)(6) 2018.